Event description:
It is reported that during a knee arthroplasty there were no plugs for 4 holes of the tibial tray.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component was not removed during the revision procedure. The event will be reported on 2648920-2015-00346-2 as it was the only component removed during the revision procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. MFR report number- please note, supplementals medwatches -2 and -3 were submitted in error under this MFR number (MFR 2648920-2017-00001-2 and 2648920-2017-00001-3). Please disregard those two supplemental reports for this case.

Event description:
It is reported that during a knee arthroplasty there were no plugs for 4 holes of the tibial tray.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient was revised approximately two years post-implantation due to pain.

Manufacturer narrative:
(B)(4). The following sections have been corrected: expiration date: both lots have the same expiration date corrected in field. Lot number: insufficient information to determine which of two lot numbers involved; 6345637 or 6345638. Manufacture date: both lots manufactured on same date as corrected in field. As received the tibial component exhibits scratches in the distal surface and all four plugs (subcomponents) are missing. The device history records and assembly and packaging device history records were reviewed and no deviations or anomalies were identified. A stock investigation found that there is no unit in inventory available for evaluation. This device is used for treatment. A complaint history search identified four (4) additional complaints for the same issue for part # 00598003701 and no other complaints for lot #63437214. This issue was reported once in (B)(6) 2016 ((B)(4)) and led to a corrective action and to an update of the procedure. A step was added to the procedure to confirm that the flange plugs were implemented before the unit is routed to packaging. This procedure update was not in place at the time of manufacture of the lot alleged against in the present complaint. It was found through an issue evaluation. A previously addressed human error leading to deviation from the assembly procedure is considered as the root cause of this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.